Event description:
The brother of a (B)(6) male patient called zoll customer support to report that the patient's electrode belt cable were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wire) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.